Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that keypad was not functioning correctly since insulin pump was first received. Customer reported that the act and the down arrow buttons had to be hit several times in order to respond. It was reported that customer received a no delivery alarm which caused high blood glucose of 550 mg/dl with medium ketones. Customer was able to resolve no delivery with a complete set change. Customer also reported to have had low blood glucose of 37 mg/dl and treated with food. During troubleshooting it was found that customer was changing settings and it was found that fill cannula was set at 1.0 instead of 0.3. Insulin pump would be replaced due to keypad anomaly.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express, act and down arrow buttons dome switches. No unlocked lcd keypad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.